Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with can't turn on/ cycler on power up, patient was not connected during incident, display was blank, there was not a power outage, there was not an outlet issue, power cord was securely plugged in, there was not a sound when ok/stop buttons were pressed, switched cycler on and there was no lights on the stop, ok and up/down key, patient stated that when he was shutting the cycler down and removed the cassette, when he went to pressed next the cycler went off. He said everything was dark. He flipped the switched off and back on but nothing happened. He said it was plugged in and there was no outage in the home. He said it foes not come on and nothing lights up at all. The fresenius technical support representative assisted the patient in replacing the cycler due to this issue, upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment on the cycler, the new cycler has been received.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed no sign of physical damage. The cassette compartment was inspected and didn¿t find indications of dried fluid. There were no visual indications of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Cycler powers up. Encountered blank screen display. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2236 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. An internal visual inspection of the returned cycler encountered no other discrepancies. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.